Event description:
It was reported that the patient had an "emergency situation" where the pump had to be replaced and refilled. It was diagnosed that the "pump was failing" although there was 13 months left to go. The patient was doing well right up to the last point. The medications being delivered were hydromorphone and baclofen. No further details were provided. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received later indicated that the patient was referred by a movement disorder neurologist to a pump managing physician. However, patient was never seen by that physician as he was not taking on new patients. The pump physician was informed that patient had baclofen and "other off label pain medications in the pump" and she was on oral pain meds as well (the time period of this reference/information was not reported). Patient had dystonia. No further information could be obtained regarding the "emergency situation and pump replacement" reported previously.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).